Event description:
On (B)(6) 2010, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, a computed tomography angiogram revealed a large proximal type I endoleak with aneurysm growth (amount of growth unk). It was reported that the pt had a very short proximal neck which caused the originally implanted aortic extender component to slip into the aneurysm sac. On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis and a palmaz stent to treat the endoleak. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: infrarenal aortic neck treatment diameter range of 19 -29 mm and a minimum aortic neck length of 15 mm.